Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 56 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she is always disconnected during priming. Nothing further was reported.